Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis and the complaint was confirmed. The harmonic ace instrument was analyzed and found to have a broken blade at the distal end near the base of the blade. The broken piece measured approximately 0.084" x 0.378" in length, and was not returned with the instrument. Components adjacent to this broken blade did not show damage. Additional observation related to the customer reported complaint: the instrument was found to have a detached fragment. The fragment measured approximately 0.084" x 0.378" and was not returned with the instrument. The fragment originated from the broken blade. The event caused wholly or partially by the user of the device to include sample handling. Further observation found unrelated to the reported complaint included: the instrument was found to have broken inner tube slots. The instrument inner tube slots were broken at the distal end where the clamp arm hinges, causing the arm to dislodge. The probable root cause is attributed to use conditions. Broken blades result from blade scratches and damage caused by contact with other instruments or other hard/metal objects (e.g., staples, clips, etc.) During use while the instrument is activated. Blade fractures propagate from initial contact sites due to the ultrasonic vibration of the harmonic ace blade, leading to eventual/premature failure (e.g., scratches and damage result in cracks, which then result in broken blades). This issue can be resolved by using an alternate instrument to complete the procedure.

Event description:
It was reported that during da vinci-assisted surgical procedure, the head of harmonic ace instrument was broken. The procedure was completed with no reported injury.